Event description:
Doctor was using a finishing bur when the bur released from the chuck, and the pt ingested the bur with out incident. Pt was referred to a gastro doctor who used an endoscope to remove the bur (pt was sedated). X-rays and removal of bur were conducted at the hospital. Pt is doing fine.

Manufacturer narrative:
The returned stardental dental turbine, 63739, was tested for bur retention per stardental product specifications. The turbine passed the static pull force test, dynamic pull force test, and the bur walkout test when the test mandrel was inserted per stardental bur insertion instructions. The same tests were then done but the stardental instruction to apply an inward push of the bur after releasing the handpiece end cap was not done. The turbine failed the dynamic pull force test. It is stardental's conclusion that the user did not follow stardental's bur insertion instructions.